Manufacturer narrative:
The low reservoir alarm functions properly. The insulin pump passed the displacement test, rewind, basic occlusion test, selftest and error test. All operating currents are within specification. Off no power alarm functions properly. The insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had a scratched display window and a missing end cap sticker.

Event description:
The customer stated that the insulin pump was no longer giving him a low reservoir alarm. He states that it only gives him a no delivery alarm once the reservoir is completely empty. Because of this, the customer states that he's been hospitalized. In (B)(6) of this year, the customer's blood glucose was over 800 mg/dl, and caused him to have a heart attack. The customer was hospitalized due to this. The customer stated that the same thing happened last night, where he didn't get a low reservoir alarm, and his blood glucose rose to 500 mg/dl. However, the customer was not hospitalized this time. Advised the customer of the reservoir volume settings, and how it should be left at factory settings to warn him when the reservoir reaches 20 units. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.